Event description:
It was reported that a cartridge alarm occurred during insulin pumping. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred. As a resolution, the pump was replaced since it was still under warranty. The customer was informed about the replacement and instructed to use multiple daily injections as backup therapy to ensure continuous insulin delivery. Additionally, the customer was guided on how to return the problematic pump using a pre-paid label and return box provided by tandem within 10 days.